Event description:
The customer tested her blood glucose using her contour meter and received a reading of 300 mg/dl. She retested using her daughter's contour and received a reading of less than 100 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer had lost her meter, so no product will be returned. A replacement meter was sent to the customer.

Manufacturer narrative:
The customer lost her contour meter, so product info could not be obtained. It's not possible to determine a MFR date or 510k number without the meter info.